Event description:
Per event report, during surgery, while placing a lowsley retractor into the bladder, one end of the lowsley broke off into the bladder. Surgeon performed a cystoscopy to try to pull out the piece, but decided to leave in the bladder and consult with a urologist in order to not cause any trauma to the urethra.